Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. The sensor plug was properly seated in the mount. Data was extracted using approved software, sensor was found to be in state 6 (indicating abnormal termination). The sensor was unable to be reprogrammed even after de-casing the sensor and replacing the battery. Corrosion was observed upon inspection of the sensor¿s printed circuit board assembly (pcba). The solder of the application specific integrated circuit (asic) was reflowed and the sensor was reprogrammed but the sensor went back to state 6 despite reprogramming it a second time. Adc was therefore unable to perform further testing related to the high readings issue reported by the customer. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. A separate investigation into the abnormal termination (sensor state 6) was performed (which was noted to have occurred at the time of the investigation and was not part of the customer¿s original complaint). The sensor plug was removed and the plug assembly was inspected, no issues were observed. Due to the corrosion found on the pcba, the abnormal termination was attributed to corrosion. All pertinent information available to abbott diabetes care has been submitted.